Event description:
A male patient experienced ocular redness, light sensitivity, and discomfort (right eye) after applying a contact lens that had been soaking for 8 hours in expired oxysept ultracare formula peroxide disinfection system (first-time use). (See related MDR 22020664-2011-00046). He sought treatment the same day ((B)(6) 2011) at an urgent care facility where he was diagnosed with a corneal scratch and was prescribed an antibiotic (name unknown). On (B)(6), he went to see an ophthalmologist who reportedly diagnosed conjunctival inflammation. Further follow up with the reporting physician's office, indicated that the patient was diagnosed with 'conjunctival inflammation,' but she also noted 'burns to right eye.' Follow-up with a store representative indicated the patient reported he had purchased the oxysept on (B)(6) on clearance, used it overnight. Initial information received for this event did not indicate the neutralizing tablets were used by the patient. Tablet lot information was received in follow-up on (B)(6) 2011; however, it has not been confirmed that they were used at the time of this reported event.

Manufacturer narrative:
Irritation; photophobia. Amo is taking a conservative approach and providing information to FDA on both component parts of the oxysept ultracare system. We have not received the complaint sample for analysis but we have received an identifying lot number and expiration date for the oxysept neutralizing tablets. The batch records for lot 18277 were previously reviewed; including all production processes: compounding, filling, and packaging processes; no deviations (no related anomalies) were noted and all processes were compliant. Additional product investigation cannot be performed as the product is outdated. Note: all pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available a supplemental report will be submitted.